Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During first inflation at 10 atmospheres, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.